Event description:
Both knees felt hot [joint warmth]. Pain in both knees [arthralgia]. Case description: spontaneous report received on (B) (6) 2008 from a nurse regarding a (B) (6) female patient, initials (B) (6). The pt's relevant medical history included osteoarthritis of the knees and previous synvisc treatment in 2005, 2006, and 2007. The pt received an injection of synvisc in each knee on (B) (6) 2008. After the synvisc injections, the patient experienced pain in both knees and both knees felt hot. The pt went to the emergency room the same day as the synvisc treatment ((B) (6) 2008). Info was not available with regard to treatment the pt received in the emergency room. The pain in both knees lasted a couple of days, and then resolved completely. The outcome of the pt's knees felt hot was not provided. Approximately one week after the synvisc injection, the pt was started on hyalgan treatment and was tolerating it well. The hcp assessed the events as possibly related to synvisc. The qa investigation summery was received on 08-aug-2008. The production and quality control documentation for lot #q0801, with expiration date 02/2011, was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Additional info was received from the hcp on 15-oct-2008. The patient had a history of severe osteoarthritis with joint narrowing and osteophytes. The pt was previously treated with nsaids and synvisc. The pt received an injection of synvisc in each knee on (B) (6) 2008 (not (B) (6) 2008 as previously reported) and an effusion was not collected prior to the injection. A reported concomitant medication was motrin. The pt experienced pain in both knees and both knees felt hot the same day as the synvisc injection on (B) (6) 2008. The pt was treated with an intramuscular injection of nubain and oral motrin in the emergency room. The pt recovered from the event on (B) (6) 2008. The hcp assessed the events as definitely related to synvisc.

Manufacturer narrative:
Evaluation summary- the production and quality control documentation for lot# q0801, with expiration date 02/2011, was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.